Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/24/2025, it was reported that while the patient was staying in a hotel, he started to feel nausea, dizziness and dehydration. The patient¿s cgm was reading 180 mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem mobi insulin pump. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 500 mg/dl. The patient¿s wearable was removed and the patient was treated with sodium chloride, electrolytes, lactated ringer¿s solution, and insulin. The patient was discharged after being in the hospital for one day. The patient was ¿fully recovered¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.